Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found that the tyvek was delaminated. Additionally, an incorrect tyvek lid was used during manufacturing, resulting in breach of sterility as the device was not packaged with the validated materials. The device history records were reviewed and no discrepancies were identified. As the condition of the device when it left zimmer biomet was considered non-conforming to specification, the root cause can be attributed to packaging operator not following the work instructions provided and a packaging materials issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the inner packaging of the tibial block was identified to be damaged and sterility breached. Another implant was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in india. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.